Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek or thermoform sticking.

Event description:
Sales representative reported "outer and inner trays appeared to be glued together, and the inner tray could not be taken out" and "product was used in its current state". This record is for an unknown side. Device remains implanted.